Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in the hospital after having multiple episodes of slow ventricular tachycardia (vt) with anti-tachycardia pacing (atp) and a couple of attempted shocks. Upon interrogation a code was observed which indicated there was high shock impedance measurement of greater than 145 ohms during shock delivery. Boston scientific technical services (ts) recommended replacement of the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Subsequently a procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. Both the lead and device were successfully replaced.